Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an infection. No further information could be obtained despite good faith efforts.